Event description:
It was reported to our sales representative that a device was explanted at implant due to a sizing issue. The surgeon felt it was "too large and impinged on the ventricle". A smaller size of the same valve was used as a replacement. Through follow up with the surgeon, it was learned that the ventricle had a small tear, and he had to remove the valve to repair the tear. He was not sure what caused the tear but felt a smaller prosthesis was warranted, so he implanted a 25mm device.

Manufacturer narrative:
(B)(6)=sizing issue. Device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Per email received on 04-nov-2010, the patient was taken off bypass prior to explanting the device. There is no indication that an echo was done. Operative report has been requested, but not received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. No additional information is available at this time. Investigation is on-going.

Manufacturer narrative:
Evaluation summary: no inconsistencies detected in the valve. The leaflets are intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. The wireform was measured to be 27.02mm and the external sewing ring was measured to be 38.03mm. Caliper met ID# (B)(4) was used for the measurements. The event was reported as a valve explant at implant due to a sizing issue. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon recognized that a smaller device would benefit the patient requiring reinstitution of bypass in order to explant the valve. This required extended operative and cardiopulmonary bypass time, which increased the risk of the procedure. However, this was not an allegation of a device malfunction. X-ray.